Manufacturer narrative:
The analysis is pending from the manufacturer.

Event description:
After almost 12 months of implantation, this ICD was explanted because of reported inappropriate shocks and noise.